Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient displayed signs of hypomania that was addressed by adjusting the device settings and prescribing lithium. It was noted the patient was non-adherent to the prescribed lithium for at least one day. The reporter stated that the following day, the patient was involved in a shouting match at their office that escalated to them throwing objects and pushing someone else. The reporter stated that this kind of act of impulsive aggression had not been previously observed in treatment for obsessive compulsive disorder. It was noted the patient may have an underlying diathesis that makes them more susceptible to the energizing effects of deep brain stimulation. It was further noted the patient had a long history of risk-taking behavior, gambling, and promiscuous activity. The reporter stated the patient had exhibited symptoms of hypomania at much lower amplitudes and the lower threshold for hypomania may suggest an underlying vulnerability to previously undiagnosed bipolar disorder. It was noted the patient had shown mixed euphoria and irritability. The reporter stated the non-compliance with lithium was a contributing factor. It was noted the patient was prescribe lithium and their healthcare professional was closely monitoring the patient¿s adherence with weekly blood levels and physical exams. The reporter stated the patient¿s programming had been changed in response to the incident and the patient had been tapered off of an antidepressant, which may have additive effects to the deep brain stimulation in inducing hypomania. The reporter further stated that turning off the deep brain stimulator was not a viable option because of the patient¿s high risk of suicide. It was noted that this was not a repeated occurrence.

Manufacturer narrative:
(B)(4).